Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient performed a peritoneal dialysis exchange in a camper and had an unspecified breach in aseptic technique. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. The patient was switched to hemodialysis at the time of the peritonitis event and had restarted peritoneal dialysis therapy on an unreported date in the same month as this report was received. The patient was recovered from the peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.